Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of cable unit, water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed. Water tightness is lost.: the most probable cause of this failure is cause traced to failure to follow instructions.. The additional reportable event identified, poor water-tightness of cable unit, can be prevented by following the instructions for use which state: "¿ never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a laparoscopy procedure, the subject device had no image and the camera was not recognized by the processor. Procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to address the change in the cause of the malfunction. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during preparation for use for a laparoscopy procedure, the subject device had no image and the camera was not recognized by the processor. Procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.